Manufacturer narrative:
As of today, the medical product has not been made available for analysis and could therefore not be examined itself. The analysis is based on the check of the production documents of the lead, as well as the provided data. The manufacturing process of the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper product behavior. The available data showed an impedance trend between 470 and 570 ohm in the time period from 03-jan-2019 to 30-aug-2019. The available iegms confirmed the artifacts in the right-ventricular channel mentioned in the complaint text, which led to the inadequate charge processes. Despite the available information, no conclusions can be drawn regarding the cause of the clinical observation. An analysis of the product itself would be necessary to determine the cause. If additional relevant information or the lead itself should become available, please send these to us, too. The incident will then be updated accordingly.

Event description:
After an implantation period of approx. 111 months, oversensing in the right-ventricular channel was reported.